Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-38760 related manufacturer reference number: 2017865-2022-38761 it was reported that a patient presented in-clinic. Upon examination, the patient's implantable cardioverter defibrillator system was found to have been infected. The entire system was explanted on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Correction: b1: field should be marked with "adverse event" only.